Event description:
It was reported that this right ventricular (rv) lead lead was capped and abandoned due to a product performance issue. It was successfully replaced with a new lead. No additional adverse patient effects were reported.